Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc, 45 barbour pond drive, wayne, nj 07470. Contact peron: (B)(4).

Event description:
It was reported that during patient treatment, the ventilator delivered lower o2 concentration than set. There was no patient harm. (B)(4).

Event description:
Importer ref. #:(B)(4). Manufacturer ref. #: (B)(4).

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc, 45 barbour pond drive, wayne, nj 07470. Contact peron: (B)(4). Our field service engineer (fse) could not reproduce the reported issue. As a precaution, the nozzle units in the gas modules were replaced. The ventilator then passed all safety and functional tests and was cleared for clinical use. The replaced nozzle units were not returned for investigation. The ventilator logs were downloaded. The investigation of the provided ventilator logs confirms the reported event of lower than set o2 concentration was delivered. Alarms for low o2 concentration were generated on the reported event date. The alarms are generated when the o2 concentration becomes lower than the lower alarm limit which is set value -5 vol%. The logs do not contain any technical error codes indicating any ventilator malfunction at the time of the event. The ventilator passed pre-use check prior and after the event date. The nozzle unit is part of the gas module and regulates the inspiratory gas flow to the patient. It consists of a membrane, a mouthpiece and a feather spring. The membrane in the nozzle unit is pressed against a mouthpiece with a feather spring to regulate the gas flow through the gas module. Since no parts were returned for investigation, the root cause of the reported alarms has not been determined, but the nozzle units were most likely contributing to the event.